Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and keypad anomaly. Customer blood glucose reading was 404 mg/dl. Troubleshoot was performed. Customer said buttons keep going up and dow without any input. Customer said the moisture from the shower room caused the button issue. Customer was advised to keep the insulin pump in another room when showering to avoid moisture damage. Customer was advised to observe the time clock and the time advanced. Customer also had high blood glucose reading but declined to troubleshoot. Customer was advised to discontinue the insulin pump and revert to a back plan per healthcare provider instruction. Insulin pump will return for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump had minor scratched display window and cracked battery tube threads.